Event description:
The customer reported having high blood glucose. The blood glucose reading at time of call was approximately 598mg/dl. Troubleshooting was performed. The customer stated that she was thirsty and had abdominal and chest pain. The customer treated his blood glucose. Then paramedics were called. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.